Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 133 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer stated there was a crack with fluid inside the insulin pump. The customer took the batteries out and reinserted the batteries after draining the water out of the device. However, the issue was not resolved. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
No belt clip was received with the pump. No unexpected battery out limit alarms or low battery alerts were noted during testing. The pump passed the displacement, and off no power tests. The operating currents were within specification. However, the pump had intermittent button response on the act button due to slight moisture damage on the keypad traces. The pump also had moisture damage on all electronic assemblies and motor assembly, a cracked case at the lcd window corners, a cracked lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.